Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. A commanded pacing impedance test was performed in-clinic and pacing impedance measurements were noted to be within normal limits at 912 ohms. Technical services (ts) discussed potential causes and troubleshooting options. No further assistance was requested. No adverse patient effects were reported. The device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).